Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the screw has come out of the impactor a number of times, meaning the plastic protector comes off (and the screw can end up in the patient). No parts or pieces fall into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device will be return. No other patient information/medical history reported.

Manufacturer narrative:
Correction: h6 investigation findings, h6 investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The broken device reported may have been the result of the thread locker becoming damage, possibly from repeat surgical use or intentional disassembly of the screw, subsequently allowing for the screw to back out. However, this cannot be confirmed because the component was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the broken device reported may have been the result of the thread locker becoming damage, possibly from repeat surgical use or intentional disassembly of the screw, subsequently allowing for the screw to back out. However, this cannot be confirmed because the component was not available for evaluation.